Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative clarified that the surgical intervention had occurred prior to the previously reported issues. The problem with the external neurostimulator was experienced when the physician programmed the verify post-operatively.

Manufacturer narrative:
(B)(4). Analysis of the external neurostimulator found a hybrid crystal anomaly. There was a defect with the y3 component. There was no seic clk signal from y3.

Manufacturer narrative:
Concomitant medical products: product ID 3537 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3537, product type: programmer, patient. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that when attempting to connect the controller to the external neurostimulator (ens), the controller screen indicated a ¿software problem.¿ the batteries on the ens and controller were changed, but the problem was the same and it was impossible to connect the ens with the controller. To resolve the issue, the ens was a changed and with ¿another controller,¿ it was good. With the first controller it was impossible to ¿go on.¿ in addition, a second controller did not ¿go on.¿ the batteries were changed, but it was impossible to resolve the problem. The second controller could ¿not be opened.¿ these issues occurred about a week prior to the date of this report. It was noted that the issue was resolved at the time of the report. In addition, it was indicated that surgical intervention occurred. It was unclear how this related to reported issues. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.